Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No manufacturing trend was identified. The root cause could not be determined. D.4.: this is the first of three reports for the same consumer involving three lot numbers of the same product. It is file ID (B)(4) that contributed to the event. Refer to quality summary (B)(4) for the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that the contact lenses were ripped during handling and wear. The contacts also irritated her eye and got ulcer in both eyes. The consumer had sought medical attention for the symptoms. The consumer had discontinued using the contact lenses. The current status of the consumer¿s eye was resolved at the time of report. Additional info has been requested but not yet received.